Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump over infused. It was stated that it infused at bolus rate for the secondary infusion, which was higher than the programmed rate. It was also reported that there was no pt injury.